Manufacturer narrative:
The insulin pump was received with no act, and escape button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. Pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm and the keypad was not responding properly. Blood glucose level at the time of the incident was 425 mg/dl. During troubleshooting, the customer was able to get insulin to exit the device. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.